Manufacturer narrative:
The device has a huge gray spot in the upper right quadrant of the lcd screen due to signs of previous moisture presence and corrosion on electrical board 1 especially around the battery connectors and on electrical board 2 around the lcd or keypad connector. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the display anomaly. Device received with a crack on the battery tube which starts at the corner of the belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error alarm. The blood glucose level was unknown at the time of incident. Customer reported they received the open book image on the pump screen. The insulin pump will be returned for analysis.